Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the left breast and suffered left breast implant deflation and left breast asymmetry, ptosis and capsular contracture (baker grade unknown), post-operatively. The capsule was heavily calcified. As a result, the patient underwent left breast capsulectomy and bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (left) 225cc mentor smooth round moderate plus profile saline catalog: 3502225 lot: 9691417 sn: (B)(4) and (right) 225cc mentor smooth round moderate plus profile saline catalog: 3502225 lot: 9691417 sn: (B)(4).